Event description:
A 37 year old white female had a right rupture 14 years following placement of gels. Right rupture with local and systemic complaints. Implant removed on 12/31/95. Pt complains of swelling, fibromyalgia, muscle spasms, numbness, chronic fatigue, fever, hot flashes, chronic headaches, vision problems, dizziness, memory loss, lupus, hair loss, ulcers in mouth, rashes, sensitive to sun/cold, sicca, antiphosopholipid syndrome onset 1987.